Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm that was caused by an improper disconnect/reconnect by the patient during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide also provides instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient received a system error 2240 alarm (air in line/set) on the homechoice machine during drain two of five of peritoneal dialysis therapy. During troubleshooting, it was noted that the patient disconnected from the device and did not cap off the patient line properly. The patient then reconnected to the device to continue with therapy. The technical services representative assisted the patient with clearing the alarm. Proper procedures were reviewed and the patient started therapy over using new supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.